Event description:
This customer reported an intermittency of the pads ECG waveform during a pt event. The involved pt died, but the customer has stated that the device was not a factor in the pt's outcome as the pt did not have a shockable rhythm during this event.

Manufacturer narrative:
(B)(4): this customer reported an intermittency of the pads ECG waveform during a pt event. The involved pt died, but the customer has stated that the device was not a factor in the pt outcome, as the pt did not have a shockable rhythm during this event. A follow-up report will be submitted after philips obtains more info about this event.